Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibration anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that vibrating is not working. Pump did not vibrate during the vibrate test of self-test. The customer also reported that there was crack on the insulin pump and the belt clip was broken. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test and displacement test. Unit failed to vibrate during self test due to vibrator motor connector broken black wire. Pump received with broken belt clip slot and cracked battery tube threads.